Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced silent ischemia and restenosis. The target lesion was located in the distal left anterior descending coronary artery (lad). It was treated with placement of an unknown size taxus express2 stent. At 291 days post index procedure, the patient had a 9 month follow up visit, and it was reported that there were no anginal symptoms. However, 10 days later, the patient had follow up angiography which confirmed restenosis of the index lesion. There was timi-3 flow and the patient did not have ischemic symptoms. At 7 days later, the 74.8% stenosed, 8.1mm long, non-thrombus lesion located in the distal lad with a reference vessel diamter of 1.95mm and a minimum lumen diameter of 0.49mm was treated with a cutting balloon. Final outcome was timi-3 flow, 16.8% residual stenosis, target vessel diameter of 1.98mm and 1.65mm minimum lumen diameter. The event was reported to be improved and the patient discharged the next day. At the patient's 1 year follow up, 24 days later, no anginal symptoms were reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was inserted through the small abdominal section. Although the staples were deployed, the knife could not cut the bowel at the first firing. Then the instrument was replaced, but the same event occurred. When the cartridge was changed and the device was fired, the knife could cut the bowel properly. The returned device was used at the first firing. The sales rep, who attended the operation, commented that the doctor might have not grasped the firing trigger properly. The doctor commented as follows: "the procedure was a super low anterior and the bowel might have not been clamped with the jaw properly." Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.